Event description:
It was reported that the bd luer-lok syringe barrel/flange was damaged. The following information was provided by the initial reporter: the customer has been having some syringe reservoir issues. "He has had at least 5 or 6 reservoirs that have exploded on him." Did the caller insert the needle into the cartridge and encounter fill resistance? : no. With how many syringes/needles did the caller experience the issue? : 5 or 6. Did all issues occur on the same day? : no. Issues occurred: 3 of them happened within the past 2 weeks and the other 2 were over time. Was the syringe/needle reused? : no. Product with issue : bd 3ml syringe, pn 309657. Did issue cause any injury? : no. Resolution : caller successfully filled a cartridge with insulin.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.